Event description:
Ref importer report (B)(4).

Manufacturer narrative:
Document review: gmk primary cemented standard femur narrow size 4 left: ref. 02.07.2014l / lot 132832 ((B)(4) devices produced and all already sold without any other similar issue reported). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. Gmk primary std fixed tibial insert # 4-10 mm (k090988): ref. 02.07.0410sf / lot 130212 ((B)(4) devices produced and (B)(4) already sold without any other similar issue reported). All parameters were found to be in accordance with the specifications valid at the time of manufacturing. Gmk primary cemented fixed tibia size 4 left (k090988): ref. 02.07.1204l / lot 132061 ((B)(4) devices produced and (B)(4) already sold without any other similar issue reported). All parameters were found to be in accordance with the specifications valid at the time of manufacturing, including washing and sterilization procedures. From the data collected and the information received, there are no evidences that the event is device related.